Event description:
It was reported that pt complained about tightness in chest and uncomfortableness 6 months after port was implanted. A chest x-ray confirmed catheter was separated from port and positioned near cardiac valve. Dr surgically removed catheter and port. There was approx. 2 cm of catheter attached to removed port. No pt complications reported.